Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and the cause appears to be related to the ups (uninterruptible power supply) or the system batteries. The system was changed and connections were secured.